Event description:
Same pt as: 2134265-2009-03051, 2134265-2009-02553. It was reported that post a coronary drug eluting stenting treatment procedure restenosis, thrombosis and a myocardial infarction occurred. The 80% stenosed lesion was located in the proximal circumflex artery just before the first obtuse marginal artery. The day prior to the procedure the patient had signed out of the hospital against medical orders. Twenty four hours later the patient returned with chest pain, nausea, lightheadedness and dizziness. A 3.5x12mm taxus express2 drug eluting stent was deployed in the lesion. No patient injuries or complications occurred. The patient was discharged from the hospital. Approximately one year later in 2006, the patient presented to the hospital with an acute myocardial infarction and had symptoms of shortness of breath, diaphoresis, nausea and chest pain. The physician noted that the 3.5x12mm taxus express2 drug eluting stent that was placed one year prior abutted a bifurcation, was under-deployed in the distal portion and was approximately 95% occluded with both restenosis and thrombus. A 2.5x50mm maverick balloon was advanced to the lesion and inflated to 12 atms for 30 seconds in the proximal and ostial portions of the first obtuse marginal artery. A linear and spiral dissection of the obtuse marginal artery occurred that was not flow limiting. A 2.5x8mm taxus express2 drug eluting stent was deployed in the dissection. No further patient injuries or complications occurred. The patient was discharged. Approximately 19 months later in 2007, the patient presented to the emergency room complaining of unstable angina, substernal chest pressure with radiation to his back, neck and jaw; shortness of breath, nausea, diaphoresis and headache. Chest pain had been present for 2 months prior to this episode. The patient received nitroglycerin and was sent to the cath lab. Catheterization revealed proximal end-stent thrombosis of the obtuse marginal artery. A quantum maverick 2.75x15mm balloon was inflated to 18 to 20 atms for 30 seconds in the lesion. No significant end-stent residual thrombosis remained and no evidence of local or distal thrombus and/or embolism. No further patient injuries or complications occurred. The patient had discontinued plavix approx five months prior. The patient was discharged on 81mg aspirin, 75mg plavix, 20mg vytorin 10 and 25mg toprol xl.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.